Manufacturer narrative:
(B)(4). The nc tenku dilatation catheter device is an abbott vascular manufactured device which is distributed in (B)(4) by (B)(4). Although this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the mid left anterior descending (lad) coronary artery. A 3.50 x 15 mm nc tenku balloon dilatation catheter (bdc) was selected to be used for post-dilatation of the deployed stent implant. The bdc was advanced to the lesion with no resistance felt and pressurized; however the balloon did not appear (on angiography) to be adequately inflated to the pressure shown on the indeflator gauge. An attempt was made to deflate the balloon but the balloon could not be deflated. It is unknown as to whether the balloon did deflate to some extent or if it did not deflate at all. The bdc was removed from the anatomy and a non-abbott balloon catheter was used to complete the post-dilatation. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual, dimensional and functional inspections were performed on the returned device. The inflation and deflation issues were not confirmed. The investigation was unable to determine a conclusive cause for the reported inflation and deflation issues. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported inflation and deflation issues.

Manufacturer narrative:
(B)(4). On march 14, 2017, abbott vascular decided to initiate a voluntary field action for some sizes and lots of the nc trek family of dilatation catheters for difficulty to remove sheath which may lead to inflation or deflation issues. Abbott vascular performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis. The root cause identification was complicated by the fact that users were describing multiple symptoms when reporting the complaints. To date, the frequency of worldwide reported events for difficulties removing the protective balloon sheath, inflation and deflation has reached an actionable limit, thus abbott vascular communicated the voluntary field action to the FDA on march 17, 2017 [medwatch # 2024168-2017-02310]. Corrective action has been implemented per site operating procedures. The product will continue to be trended. The abbott internal recall number is 2024168-3/14/2017-002-r.